Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that "catheter breakage between the fixation connection and the catheter." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2025-00638 and 3006425876-2025-00644.

Event description:
It was reported that "catheter breakage between the fixation connection and the catheter." The device was removed and replaced. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR number includes: 3006425876-2025-00638 and 3006425876-2025-00644.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.